Event description:
Additional information received noted that the patient did not have concerns with their device or therapy.

Event description:
It was reported that the patient was recently implanted, (B)(6) 2014. The patient noted: "people keep asking me exactly what this stimulator does, so I'd like to talk to someone who can tell me what it does." The patient noted they had urgency (cannot make it to the bathroom in time), frequency and leaking. The patient asked if the implantable neurostimulator (ins) will help with their leaking. The patient stated: "when I don't go to the bathroom when I feel that, then I leak." Regarding how the therapy was working, the patient noted they had to turn the ins off because "I had an attack of vertigo and was in the hospital. It was ok before that." The patient was to see the doctor yesterday, but had to reschedule to (B)(6) 2014 due to the vertigo. The patient asked for field representative. The patient had their follow up appointment with their doctor scheduled. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0azzc, implanted: 2014-(B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).